Event description:
It was reported that the spinal cord stimulation (scs) lead was coming through the patients skin. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2317700, model:sc-2317-70, serial:(B)(6), batch:7085594.